Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to b+l for evaluation. Therefore, a device history record (DHR) review and product evaluation could not be conducted. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor noticed the haptic was bent after the lens was inserted in the eye. The incision was enlarged, and the lens was cut out. The backup lens was implanted with no issue.